Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes : defective marking ×100, dirty cap ×1, spot in tube ×1, dirty tube ×1.

Manufacturer narrative:
H6: investigation summary: bd received 103 samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective printing, embedded fm in tube and shield, and fm with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective printing, embedded fm in tube and shield, and fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes : defective marking ×100. Dirty cap ×1. Spot in tube ×1. Dirty tube ×1.